Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil, introducer sheath and delivery wire were returned for this complaint. The coil and delivery wire were not interlocked within introducer sheath. Coil was noted severely kinked and stretched and semi inside of the introducer sheath. The delivery wire was returned out of the introducer sheath. The delivery wire was inspected, and no damages were found. Microscopic inspection of the delivery wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Microscopic inspection of the main coil was performed and observed that the zap tip was detached (part not returned). The interlocking arm was inspected, and it was detached (part not returned). Dimensional inspection of the delivery wire that can be measured were performed and were within specifications. Dimensional inspection of the main coil that can be measured were performed and observed that the outer diameter (od) of the zap tip and primary coil, and number of distal fiber bundles were within specifications. However, the number of proximal fiber bundles were lacking.

Event description:
Reportable based on the device analysis completed on 03sep2021. It was reported that the device was stretched and could not be pushed out or withdrawn of the delivery tubing. The target lesion was located in the left internal iliac artery. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be pushed out and withdrawn from the delivery tubing. Once the physician withdrew the coil with the deliver tubing, the coil was found to be stretched. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached and there were missing fiber bundles.